Event description:
Bard double lumen hickman catheter placed in pt on 6/25/97 for chemotherapy. The pt noticed swelling and bruising 6/25/97 which got progressively worse until 6/30/97 when it was removed. The pt developed a hematoma around the site with discoloration on chest and down side to abdomen. When the catheter was removed a small hole was found near the dacron cuff area.